Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, cervical dysplasia, left upper quadrant pain, dysplasia, pulmonary embolism and ovarian cyst. Concurrent conditions included end stage renal disease. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal);") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: insertion details: the right tubal ostia was identified. Essure coil was placed. One loop was noted in the endometrial cavity. The left coil was then placed. Five loops were noted in the endometrial cavity. Status postoperative essure two days ago fever. Surgical pathology report: cervix: high grade squamous intraepithelial lesion (cin3), focal. Margins are negative. Procedural site changes. Endometrium: proliferative. Myometrium and serosa: no diagnostic abnormality recognized. Left fallopian tube: paratubal serous cyst. Right fallopian tube: no diagnostic abnormality recognized. Discrepancy noted: date(s) of insertion: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal blockage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received. The case was upgraded from non-serious incident to serious incident. This case is medically confirmed. Medical history, essure insertion and removal date were updated. Reporter were added. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, cervical dysplasia, left upper quadrant pain, dysplasia, pulmonary embolism and ovarian cyst. Concurrent conditions included end stage renal disease. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal);") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: insertion details: the right tubal ostia was identified. Essure coil was placed. One loop was noted in the endometrial cavity. The left coil was then placed. Five loops were noted in the endometrial cavity. Status postoperative essure two days ago fever. Surgical pathology report: cervix: high grade squamous intraepithelial lesion (cin3), focal. Margins are negative. Procedural site changes. Endometrium: proliferative. Myometrium and serosa: no diagnostic abnormality recognized. Left fallopian tube: paratubal serous cyst. Right fallopian tube: no diagnostic abnormality recognized. Discrepancy noted: date(s) of insertion: (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal blockage.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.